Event description:
Patient (pt) reported to nurse that she was feeling ¿shocking¿ sensation in her left chest, where the implantable neurostimulator (ins) was implanted. Patient reported that she did not fall or have any recent ¿injury¿ to the area where her device is implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).